Manufacturer narrative:
Concomitant medical products: 505da24, mechanical valve, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient developed a heavy growth (B)(6) infection. The implantable pulse generator (ipg) system was explanted. The ipg was used externally as a temporary pacer. The patient passed away eight days after the ipg system explant procedure.